Manufacturer narrative:
The reported event of undersensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray examinations of the lead did not reveal any anomalies except for procedural damage.

Event description:
It was reported that undersensing was observed on the right atrial (ra) lead during the implant procedure. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.